Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, rashes and bruising at the insertion site and had contact with a healthcare professional who prescribed betnovate (betamethasone - corticosteroid) cream and antihistamine tablets for treatment. Based on the information provided there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 - device mfg date was updated based on product download. No product has been returned and an extended investigation has been performed for the reported complaints. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, rashes and bruising at the insertion site and had contact with a healthcare professional who prescribed betnovate (betamethasone - corticosteroid) cream and antihistamine tablets for treatment. Based on the information provided there was no report of death or permanent injury associated with this event.